Manufacturer narrative:
Investigation on-going. Once the investigation is complete, a supplemental will be filed.

Event description:
Four different needles, same pt, were used and leaked. The pt had to have a chest tube placed in chest. Cat # thr-1720. This occurred over the weekend of (B)(6) 2010; (B)(6) didn't have exact date.